Event description:
During prep, the catheter would not reset to neutral. The catheter was removed and replaced with no harm to the patient. Manufacturer response for catheter, catheter (per site reporter) mfg notified by the site.